Event description:
Info rec'd indicates the head section can be raised to approx six inches and then it would run back down on its own.

Manufacturer narrative:
The technician isolated the problem to a stuck CPR switch. He replaced the CPR switch to repair the bed.